Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that sick sinus syndrome occurred. In (B)(6) 2013, the patient presented due to asymptomatic ischemia and the index procedure was performed. The target lesion was located in the mid right coronary artery (rca). A 3.50x38mm promus element plus drug-eluting stent was deployed at 18 atmospheres. Following post-dilatation, visual residual stenosis rate was confirmed as 0% and the procedure was completed. The following day, the patient was discharged. In (B)(6) 2016,the patient developed a sick sinus syndrome. In (B)(6) 2016, the sick sinus syndrome was treated and was resolved seven days later.